Event description:
It was reported that the wire collet attachment had metal shavings in the pt and sterile field during a surgical procedure. The shavings were removed. There was no reported pt or user injury, and the procedure was completed successfully with no change in pt outcome.

Manufacturer narrative:
The wire collet was received at the MFR for eval. Based on the investigation details, a possible cause for the alleged metal shavings was pressing of the straight pins into the drive shaft.